Manufacturer narrative:
Event date: exact date unknown, event occurred 2 years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was retained by the medical facility and will not be returned.